Manufacturer narrative:
The complaint states, the patient experienced inaccurate cgm values. Product was not provided for investigation. Data was provided, but is outside the parameters of the date of issue. The customer complaint could not be confirmed. A root cause could not be determined. A root cause could not be determined. This complaint will be reopened upon receipt of rga.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.